Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 03.120.022. Lot: 3149388. Manufacturing site: (B)(4). Release to warehouse date: 01.jul.2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the handle for percutaneous threaded drill guide (part # 03.120.022, lot # 3149388, mfg # 01-jul-2009) was received at us cq with the threads on the handle core stripped. This is consistent with the reported complaint condition, thus confirming the complaint. Functional test: a functional test could not be performed since the device was returned by itself. However, the threads are stripped, and this could lead to the inability to assemble. The complaint was not able to be replicated, but complaint is confirmed. Dimensional inspection: dimensional analysis was completed, the outer diameter of the threaded shaft was measured and is within specification based relevant on drawing. Document/specification review: the relevant drawing(s) was reviewed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the two (2) handles for percutaneous threaded drill guides were difficult to use during an open reduction internal fixation (orif) of the right femur. The threads on the handles have become worn and visibly stripped when threading into the drill sleeves. The procedure was completed using a pin wrench to fully tighten the handle to the sleeve. There was no surgical delay and patient consequence reported. Concomitant devices reported: unknown percutaneous threaded drill guide (part# unknown, lot# unknown, quantity unknown), unknown drill sleeves (part# unknown, lot# unknown, quantity unknown). This report is for one (1) handles for percutaneous threaded drill guides this is report 1 of 2 for complaint (B)(4).